Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, stating they had changed the infusion set multiple times and observed insulin delivery in reports, but believed insulin was not being absorbed; the user utilized a cannula infusion set and elected to perform a full supply change after education and troubleshooting were completed. Symptoms included elevated blood glucose. Outcomes included user distress and product usability concerns without injury or hospitalization. Investigation included review of delivery data, user coaching on site and supply change, and assessment for infusion set or site issues. Investigation of this case revealed no device alarm or confirmed malfunction and suggested a probable infusion site or absorption issue despite recorded delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.